Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The tse recommended the customer replace the graphical user interface (gui) printed circuit board (pcb). During a f/u, the customer stated the gui central processing unit (cpg) was replaced. In the event that add'l info is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. It was reported that both displays were blank. There was no reported pt involvement. The date of the event is unk.